Event description:
During index procedure three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the sfa to popliteal of the left leg. Devices were successful. Approximately 5 months post index procedure the patient experienced restenosis of the apop left. Investigator assessed that the event was not related to the study device but possibly related to the procedure. Fourteen months later the restenosis of the apop was treated with pta and deb. The investigator has assessed that the event is not related to the procedure or drug. The outcome was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.